Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a sore under the front te pad where the te pad has a sharp edge.. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.